Event description:
On (B)(6) 2011, baxter spoke to the home patient(hp) who stated that on (B)(6) 2011, they were hospitalized due to worsening of an umbilical hernia which occurred due to a "bowel obstruction," and had surgery for a hernia repair. On (B)(6) 2011, the hp was discharged. The hp stated that pd therapy was held for six weeks to allow recovery from the surgery and was placed on hemodialysis. The hp stated that the worsening of umbilical hernia and the bowel obstruction were not related to or made worse by pd therapy. On (B)(6) 2011, baxter spoke to the peritoneal dialysis nurse (pdrn) who stated that the hp's umbilical hernia was a past problem, but worsened after pd therapy was initiated. The pdrn could not medically confirm the hp's diagnosis of bowel obstruction. The nurse stated that the worsening of the hernia was not related to or made worse by baxter's solution or the pd devices.

Manufacturer narrative:
(B)(4). The availability of the device was unknown at this time. Should the device become available, a follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The device has not been returned to baxter and therefore not available for evaluation. The device history record was reviewed and no issues were identified that may have contributed to the patient's symptoms. The assignable cause for the patient's symptoms is undetermined. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.